Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they are having a reaction to the pod's adhesive. The pod had been worn for 72 hours or longer. The patient stated the skin was red, swollen, itchy and there were blisters at the pod site on the arm. On (B)(6) 2026, the patient went to the doctor to seek medical attention for the skin reaction. Upon removal of the pod, the blisters burst and were weeping. The diagnosis given was a site inflammation. The healthcare professional prescribed a cortisone cream for the area. The patient is trying protective measures, including an antiallergic nasal spray under a hydrocolloid dressing to prevent direct adhesive contact. A new pod was applied.